Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been evaluated yet. Therefore, no root cause could be determine yet. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that the patient was born with respiratory insufficiency and was provided mask to nasal CPAP and aided by surfactants. Due to the need for increased oxygenation, the patient was then intubated and transferred to an infant resuscitator with blender. However, the patient continued to have low o2 saturation despite troubleshooting and increased inspiratory pressure, so the end user directly connected the hose to the oxygen outlet which stabilized the condition. Later on, the patient was transferred to a tertiary hospital with an undergoing investigation regarding patient harm. In addition, the customer reported that the blender was inspected and showed that it only provided 21% oxygenation regardless of the setting and the knob can be turned 360 degrees without barrier between 21% and 100%.